Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump had unresponsive buttons. It was stated that the time was not advancing. Troubleshooting was performed. The battery was removed for two hrs and the anomaly persisted. No further info was provided.